Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the patient and medication were not crossing over. The customer reported that the malfunction occurred while dispensing the medication and caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and medication not crossing over. The technical support specialist (tss) dialed into the device and ran the site down query. The tss restarted the cfn (care fusion network) external messaging service, net.pipe listener adapter, net.tcp listener adapter, net.tcp port sharing service, and pyxis external inbound processors service. The tss checked the deployment status, ran the site down query again, and reviewed the message queue. If the issue had still persisted, the tss advised the customer to contact iest/cce. The tss observed that the device did not allow override users and advised the customer to contact the hospital it team. Errors such as insufficient quantity loaded, patient not active, medication not active, and not loaded were noted during the investigation. The tss verified whether the medication was loaded after critical override was enabled and checked the inventory report, but no quantity was found loaded. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the patient and medication were not crossing over. The customer reported that the malfunction occurred while dispensing the medication and caused a delay. There were no adverse events or injuries reported based on this event.